Manufacturer narrative:
(B)(4). Date sent: 12/21/2020 d4: batch # t5ez3w h6: component code = others (g07) device analysis: the analysis results found that the cdh29p device arrived with no apparent damage. The breakaway washer was present and uncut, the device was fully loaded with staples, indicating that the device had not being fired. There were no issues with installing and removing the anvil from the trocar. The force to remove the anvil was not unusual. However, the attempts to fire the device were unsuccessful. With battery installed the backlight turns on with no green checkmark but the device would not fire. Upon disassembly, cracks were found in the conductive traces of the flex circuit which caused an open circuit condition, preventing the device from firing. The event described could not be confirmed as the anvil performed without any difficulties. No conclusion could be reached as to what caused the cracks on the flex circuit. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during, a tatme procedure, the anvil was detached from the trocar although it was attached about 3 times. The device was used for the sst anastomosis. The device was replaced and fired completely. However, it was found the blood flow was bad by the icg test, so the anastomosis was reperformed, and additional hand suture was performed to complete the case. The device was used between the rectum and anus. There were no adverse consequences to the patient. No further information is available.